Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced an episode of syncope. In addition, high right ventricular (rv) capture threshold readings were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.